Event description:
It was reported that the patient was in pain and her bladder was not emptying. The patient was barely urinating and her bladder was filling up but she couldn't get the urine out. The patient had I/c (interstitial cystitis). The healthcare provider did inform the patient that the ins would not help the pain. The patient was on her way to the hospital but thought she would try another program before she left for the hospital. Normally, all the other programs besides program 1 caused pain on the right side of her vagina. The patient was currently on program 1 @ 2.3v. This was an increase from 1.7v. The patient selected program 2 @0.5v. The patient felt pain on the side of her vagina again. The patient described the pain as a knife stabbing her in the vagina. The patient reduced stim to 0.0v but still felt the pain. The patient decided to change back to program 1. The patient couldn't make it to their healthcare provider because it was so far away. The patient was hoping to go to the local hospital to have them empty her bladder so she could make it to her appt with the healthcare provider on monday ((B)(6) 2013). It was later reported that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appt (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v955731, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When contacted for follow up information, the healthcare professional (hcp) reported cause of the event was unknown as the patient had not contacted them regarding the issue. If additional information is received, a follow up report will be sent.